Event description:
It was reported that the ilet pump displayed ¿dosing stopped, connect cgm or switch therapy,¿ and the user was not paired to the dexcom g6 sensor until support guided a reconnection using available sensor and transmitter codes; the user experienced high glucose readings reported as ¿high¿ on the dexcom app for a few hours with alerts for high glucose, and no backup therapy, ketone testing, or medical intervention was used. Symptoms included hyperglycemia without additional clinical effects. Outcomes included temporary interruption of automated dosing with user assistance needed to restore cgm pairing. Investigation included troubleshooting and education to reestablish cgm connectivity and resume automated therapy. Investigation of this case revealed that dosing was halted due to loss of cgm pairing, and the issue resolved after sensor startup and reconnection were completed. It was concluded, based on previously established findings for similar reports, that user setup and pairing lapse caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.